Event description:
It was reported that the gears are damaged on the zimmer skin graft mesher. The device was not producing a complete mesh. The facility reporting the event is a cadaver tissue bank. As such, there was no report of pt injury.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 08/23/2010 and was last repaired on (B)(4) 2013 for damaged gears. Eval of the device observed galling of the roller gear teeth and the cutters were worn and comb was damaged. Prior to repair, the device produced an acceptable sample graft, but was outside calibration on the left and right side. Customer returned two cutters and both cutters produced an unacceptable test mesh. It is noted that the customer is a cadaver tissue bank which experiences heavy usage of devices. The cause is likely the user not maintaining the device per proper handling. The device was serviced and returned to the customer.